Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.